Event description:
Facility reports "micro bubbles noted at the end of treatment in arterial line". Blood returned via venous line. Ebl less than 100cc. No medical intervention required for this patient. Sample is available.